Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. It was indicated that one month prior to the initial malfunction occurrence the customer took the pump through a computed tomography (CT) scan. The customer did not wish to test their blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was indicated that the customer would continue to use the current pump until the replacement pump was received.